Event description:
It was reported that the subject device failed a leak test. The event occurred during preparation for use of an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found moisture under light guide (lg) cover glass holes, loose lg connector, loose lg adapter, fiber breakage, debris under objective lens, broken edges on video connector, light transmission failed, and dents on distal edge. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was moisture under the lg cover glass holes on video connector and a loose lg connector. Cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device failed a leak test. The event occurred during preparation for use of an unspecified diagnostic procedure. There were no reports of patient harm.